Event description:
The customer reported an infiltration on a pt receiving a docetaxel infusion that resulted in significant damage to a pts hand and arm. Specific details about the rate of infusion were not provided however the customer reported chemotherapy infusion s are often administered at high flow rates such as 250-500cc over one hour and pts generally receive premedication with sedatives, such as benadryl. The pt frequently goes to sleep under a blanket. The customer did not provide any additional pt or event details. Informed the customer the pump module is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.

Manufacturer narrative:
(B)(4). Although requested, the pump has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.